Event description:
In 2007, the company received a report where a customer reported a "tube/hub separation." The caller reported that the low pressure alarm on the ventilator sounded, and it was observed that the hub separated from the tube. Replacement of the tube was required.